Manufacturer narrative:
B3. Date of event: unknown. No information has been provided to date. Investigation including root cause analysis is in progress. A supplemental MDR will be filed as necessary in accordance with 21 cfr 803.56 when additional reportable information becomes available.

Event description:
It was reported that there were black spots on the female connector. There was no patient involvement and no patient harm reported.

Manufacturer narrative:
H6. Evaluation codes: updated. No product was returned. Seven photos were provided by the customer. A review of the photos provided confirms a spot on the product however, we are unable to determine what is it and if it is on the female luer-lock molded component or on the tube. As no product was returned for evaluation the investigation could not confirm the reported issue. A device history record (DHR) review reported no discrepancies or non-conformances during the manufacturing of the reported lot number. If the product is returned the manufacturer will re-open the complaint for further device analysis.